Event description:
Medtronic received a report that two pipeline flex with shield technology stents had distal braid deformation and the distal end failed to open. Phenom 27 microcatheter deformation was observed during the procedure. It was unknown what date the event occurred on, what the aneurysm and landing zone characteristics were, what the patient vessel tortuosity was, what access vessel was used, if there were any patient symptoms or complications associated with this event, if dual antiplatelet treatment (dapt) was administered, or what the angiographic result was post procedure, the reported devices and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipelines were used for an approved indication (on-label). It was unknown if the pipelines were positioned in a bend, how much had been deployed when it failed to open, or if additional steps or other devices were required to open the pipeline. The stents were resheathed less than or equal to 2 times. The stents were removed from the patient. Lot: d031985 was resheathed and removed with the microcatheter, however, it was unknown if lot: d048440 was resheathed and removed with the microcatheter.

Manufacturer narrative:
B3: event date entered as 2026-01-01, however, actual date of the event was asked but was unknown. Continuation of d10: pipeline flex with shield technology stent ped2-450-18 lot: d048440 phenom 27 microcatheter fg15150-0615-1s lot: 230058600. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.